Event description:
It was reported that approximately 135 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wearextensive metric wear, delamination. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, disassembly, fracture, tibial loosening, and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. D1: corrected.d4: corrected. D10 concomitant devices: 200-02-38 - three peg patella 38mm, (B)(6). 02-012-35-4015 - logic tibia ps mod insrt sz 4 15mm, (B)(6). 02-010-01-0240 - logic femoral ps cem left sz 4, (B)(6). H6: corrected health effect, medical device, component, and investigation clinical codes.